Event description:
It was reported that the guide wire successfully accessed a mid lad lesion. An ultrasound catheter had difficulty crossing the lesion and encountered resistance with the guide wire while trying to advance. The catheter was "strongly" pushed and pulled over the guide wire, contrary to IFU, and when the tip of the guide wire looked "deformed", the devices were removed as a unit from the pt. Upon inspection, the core wire was separated, but the coils were still intact. There was no patient injury.